Event description:
Hospital reports that unit alarmed "vent inop" three times while in use on patient. No patient problems, patient was at that time on CPAP and breathing spontaneously without the aid of the ventilator.